Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in both calcified common femoral arteries was attempted with three proglide devices via a 6f sheath using a pre-close technique, prior to an aortic endoprosthesis procedure. The number of proglide devices used in each common femoral artery was not provided. Reportedly, when removing the proglide plunger and the needles, the suture didn't appear on all three proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.